Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement through sternotomy. During the same procedure a cryoflex probe powered by a cryo console, and a cardioblate lp clamp powered by an ft-10 generator were used. The left atrial appendage was stapled. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block was achieved. Patient had been in junctional rhythm during the procedure and switched to ventricular paced rhythm, the next day. Patient switched back to junctional rhythm and stayed that way for 5 days.  Event was treated with medication and percutaneous intervention. The patient recovered. The adverse event was deemed by the site as related to concomitant procedure, study procedure and the cryo console but not related to the cryoflex probe, cardioblate lp clamp or the ft-10 generator.

Manufacturer narrative:
The adverse event was deemed by the sponsor as not related to the cryoflex probe, cardioblate lp clamp or ft-10 generator and related to the study procedure, concomitant procedure and cryo-console instrument. Medtronic received additional information that the adverse event was deemed by the site as possibly related to concomitant procedure, study procedure, cryoflex probe, and the cardioblate lp clamp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.